Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. Concomitant medical products : 4194, implantable pacing lead, (B)(6) 2010; 6947, implantable tachy lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that during an implant procedure, the device measured inconsistent right ventricular lead pacing impedance and capture thresholds. The lead impedance and threshold was measured through the old device and lead analyzer, but when it was measured through the new device, the impedance was high and variable. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.